Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6): 170-36-93 - biolox delta femoral head 36mm od, -3.5mm, (B)(6): 186-01-54 - integrip cc, cluster 54mm, g2, (B)(6): 188-00-11 - wedge plasma s/o sz 11.

Event description:
As reported via legal documentation, a patient had right hip replacement surgery on (B)(6) 2016. They underwent right hip revision surgery on (B)(6) 2023, approximately 7 years 2 months post primary procedure. Reported event is not related to breakage of device, there was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached. There is no other patient demographic or medical history available. There is no device return. No additional information is available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.